Event description:
It was reported the patient experienced a shocking or jolting sensation from his device. It was stated the patient believed their device "was sitting on a nerve and needed to be moved." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).